Event description:
It was reported by service report that there was an ambulance accident resulting in a death. There was pt involvement and adverse consequences.

Manufacturer narrative:
In an ambulance accident the stryker products may have sustained structural damage which may not be ascertained by inspection. It is recommended to scrap the unit.